Event description:
Olympus was informed that during an unspecified transcervical resection (tcr) procedure, the loop wire of the suspect medical broke/fractured and some fragments/parts fell off inside the patient's uterus. No fragments/parts remained inside the patient as they were reportedly retrieved by unspecified lap grasper. It is unknown how the intended procedure was completed but there was no report about patient harm or injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated.